Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he dropped the insulin pump and the upper left corner of the display was cracked. The customer reported that pixels were spreading in the top corner of the screen. The customer confirmed that the insulin pump was functioning normally, but that he could not read the upper left corner of the display. Blood glucose level at the time of the call was not provided. Because he was currently using an out of warranty replacement insulin pump, the customer will not return the device for analysis.